Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: all programmed boluses were delivered as programmed by the customer. All errors and warnings are triggered correctly by the pump and were confirmed by the customer. The problem mentioned by the customer could not be reproduced.

Event description:
Reporter stated the patient has experienced hyperglycemia of 14.0-16.0 mmol/l (252-288 mg/dl), and he believes the insulin delivery of the infusion device is inaccurate. His normal blood glucose is 7.0-8.0 mmol/l (126-144 mg/dl), and he was unable to resolve the issue by changing his basal and bolus amounts. No warning/error messages were provided. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).